Event description:
It was reported that the 2800 system will not turn on. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the surge suppressor pcb. The system was tested and found to be working as intended and placed back into service.